Manufacturer narrative:
During the event investigation, the customer confirmed that a crsc cartridge was loaded into the slide supply position that had been incorrectly identified as containing an alt cartridge. Acceptable alt results were obtained after the customer correctly loaded an alt cartridge into the alt slide supply position. No malfunction occurred. The vitros 5,1 fs analyzer was operating as programmed and intended. The root cause of the event is user error.

Event description:
A customer observed analyzer codes instead of predicted alt results for multiple patient samples while using the vitros 5,1 fs analyzer. Positively biased alt patient sample results were reported to the clinician for one affected patient sample, and a corrected report was issued. . Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
This supplemental 3500a form is provided for additional information for MFR. Report # 1319681-2010-00090. The initial investigation concluded that a vitros crsc slide cartridge was misidentified as a vitros alt slide cartridge due to user error in manually identifying a slide cartridge loaded onto the analyzer. Upon recent investigation and a retrospective review of this event, it has been determined a vitros crsc slide cartridge was misidentified as vitros alt within a vitros 5,1 fs slide supply due to a software error, not a user error. A specific sequence of software events occurred during the cartridge loading sequence causing the software to present a full cartridge to the operator that was identified by the software as being empty (slide count 0). This causes confusion for the operator and can lead to a misidentified slide cartridge. The FDA's (B)(4) office was notified of this issue on 14 april 2010. This extension of the original issue will be included in the october 2010 status report.

Event description:
This report corresponds to ortho clinical diagnostics inc. (B)(4).